Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the display has led segments that do not illuminate and the case is cracked. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. External visual inspection found the the case is cracked near the sensor connector. The device passed functionality testing and no internal physical defect or damages were observed. The unit was placed in a burn-in oven for 4 hours at 35 degrees celsius and all segments illuminated and the device functions as designed. The customer's complaint about the cracked case was duplicated but the led segments not illuminating was not duplicated.

Event description:
The customer reported the display has led segments that do not illuminate and the case is cracked. No patient impact or consequences were reported.